Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, a patient's right ventricular (rv) lead had high capture thresholds, varying pacing impedance, and r-wave amplitude variation. The rv lead was not used and replaced. The patient was stable throughout procedure.